Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in january 2010 and performed to specification up to (B)(6) 2013. The data obtained from the device showed evidence that the device was switching itself automatically, resulting in manual power-ups of 10 minutes in duration occurring on (B)(6) 2013 and continued up to (B)(6) 2013. Investigation confirmed a fault with the membrane. This caused the device to switch itself on automatically, which has the potential to cause premature depletion of the pad-paks (battery). The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.